Event description:
In 2003, the pt was admitted into the hosp for headaches, convulsions and diminished consciousness level. 2 days later, exploratory surgery was performed. The device remains implanted. The pt received antibiotic treatment. The following month, a CT scan was performed; no abscess was observed. The pt was released from the hosp (exact date not given) and is well.